Event description:
On (B)(6) 2011, customer reported that the dxc 600 pro instrument was generating "cartridge chemistry (cc) reaction wheel temp out of range" errors, and also "low pressure high" and "flood in waste b" errors. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) examined the instrument and found the low air pressure was too high at 11 psi in the hydropneumatic (hydro) system. Fse adjusted the low pressure relief valve on the hydro down to reflect 10 psi and verified reading on the manometer. Fse addressed the temperature issue and shut down the instrument. Fse removed the reaction wheel and then disconnected the slip ring. Fse cleaned the slip ring and after reinstallation of the slip ring and reaction wheel, fse performed a home alignment of the reaction wheel with the alignment tool. Fse performed/verified all rotary alignments of the cc sample probe, the sample mixer, the reagent mixer and reagent probes a and b, respectively. Fse ran quality control successfully. This resolved the issue and no further errors were reported.

Manufacturer narrative:
Beckman coulter identifier for this report is (B)(4).